Event description:
It was reported that the sensor experienced an anomaly. The caller stated that there was no cannula on the sensor upon removal for two different sensors. The caller stated that the other sensors worked as designed. The customer confirmed use of proper insertion technique, which seemed normal. The caller stated that they had to fix the sensor overlay tape carefully when the serter was removed in order to avoid the sensor cannula from being extracted in the process. The caller did not provide the blood glucose reading. The customer was advised to replace the sensors and agreed to return the sensors for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.